Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker exhibited an inadequate capture. Programming changes were made. There were no patient consequences.